Event description:
Consumer alleges two weeks ago his shirt got caught in the rear wheels of his quantum chair and he allegedly smacked his head. He also alleges the edge of his bed sheet caught in the wheel & locked up the chair again on him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges two weeks ago his shirt got caught in the rear wheels of his quantum chair and he allegedly smacked his head. He also alleges the edge of his bed sheet caught in the wheel and locked up the chair again on him.

Manufacturer narrative:
Consumer error. Not a pride issue.